Event description:
The recipient reportedly experienced delayed loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted w/another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was intermittently obtained after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device failed one of the electrical tests performed. The device passed the mechanical tests performed. It is believed that failure of this device is most likely due to a malfunction within the analog chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.